Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Amendment corrected fields: bsc aware date.

Event description:
It was reported that two days after this right ventricular (rv) lead was implanted, the patient complained about chest pain, with the device presenting a lack of capture. This lead presented high capture thresholds. The patient was examined and was found be suffering a perforation. The lead was explanted and a new lead was implanted. The device has been returned and is pending analysis. No additional patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that two days after this right ventricular (rv) lead was implanted, the patient complained about chest pain, with the device presenting a lack of capture. This lead presented high capture thresholds. The patient was examined and was found be suffering a perforation. The lead was explanted and a new lead was implanted. The device has been returned and is pending analysis. No additional patient effects were reported.

Event description:
It was reported that two days after this right ventricular (rv) lead was implanted, the patient complained about chest pain, with the device presenting a lack of capture. The patient was examined and was found be suffering a perforation. The lead was explanted and a new lead was implanted. No additional patient effects were reported.